Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed a low battery alarm as well as multiple replace battery alarms and pump reboots. Low voltage was show in the black box. The pump was run on a 24 hours basal program using the returned battery cap with no power loss or alarm occurring. The pump was opened and inspection was performed on the power circuit with no defects found. There was no moisture found internally. There was no damage to the battery compartment threads or battery cap. The battery cap threads tightened properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.